Manufacturer narrative:
The qc was out of range after the samples' measurements. The customer performed a quarterly maintenance. The field service engineer checked the instrument and found no abnormalities. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a missing customer maintenance.

Event description:
We received an allegation of questionable sodium electrode results for 10 patients' samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 149 mmol/l. Repeat result: 141 mmol/l. Sample 2: initial result: 151 mmol/l. Repeat result: 139 mmol/l. Sample 3: initial result: 156 mmol/l. Repeat result: 143 mmol/l. Sample 4: initial result: 150 mmol/l. Repeat result: 138 mmol/l. Sample 5: initial result: 151 mmol/l. Repeat result: 141 mmol/l. Sample 6: initial result: 152 mmol/l. Repeat result: 142 mmol/l. Sample 7: initial result: 149 mmol/l. Repeat result: 138 mmol/l. Sample 8: initial result: 149 mmol/l. Repeat result: 138 mmol/l. Sample 9: initial result: 148 mmol/l. Repeat result: 140 mmol/l. Sample 10: initial result: 154 mmol/l. On (B)(6) 2026: repeat result: 183 mmol/l (accompanied by a data flag). The customer questioned the initial results and repeated the samples. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.